Manufacturer narrative:
(B)(4). Batch # n9271g. Investigation summary: the device was received with the top of the I-blade upper tip broken off and not returned. In addition, the jaw was firmly attached to the jaw and not damaged. The device was connected to the generator and it was recognized. Because the I-blade was damaged, not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle opened and closed. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a hysteroscopy with resectoscope for myomectomy (uterine myomectomy) procedure, the jaw of the device broke. No event or product problem outcome was reported and this is not an adverse event. The procedure was completed with a same/like device.